Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. The customer was unable to reset the pump at the time of the call and planned to follow up for assistance with resetting the pump, after receiving pump reset information from technical support.